Event description:
Report received of an independent rate change. The pt was reported to be receiving heparin at 20ml/hour. The rate was reportedly changed to 18ml/hour at 10:30am. The customer contact reported that at 2:00pm, when the nurse went to clear the volume infused on the pump, the rate of the infusion was at 100ml/hour. The heparin was stopped and a ptt level was checked. Results for this test were not known. The customer contact reported that when the patient's ptt level "returned to where it should be", the heparin was resumed. There was no reported adverse event or bleeding event with the pt. Though requested, there was no further information available.